Event description:
A physician reported a pt who received her first treatment into the vermilion borders on 7/25/97. On 8/22/97, the pt returned to the physician with an alleged hypersensitivity response which she stated worsened after eating food. The physician noticed only a slight elevation of the skin around the vermilion border. The physician injected the areas with intralesional kenalog. On 9/18/97, the pt complained of hives at the vermilion border treatment sites after eating. The physician's exam was unremarkable, and no intervention was prescribed. On 10/10/97 the pt returned to the physician's office immediately after eating, and the physician did notice hives at the vermilion border treatment sites which she believed to be a hypersensitivity to collagen. The pt was again treated with intralesional kenalog and was prescribed claritin. The physician planned observation, with no further medical intervention planned or prescribed.